Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap sleeve gastrectomy using reload with seamguard during the first firing the device stopped and would not re-engage. The user had to back up the reload. The user tried a second reload and that one also stopped and would not re-engage. Finally they put on a reload without seamguard and that worked. The last know patient status is reported as good.